Event description:
It was reported that there were holes in the skin when the graft was taken with the zimmer air dermatome. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 02/02/2004 and was last repaired on (B)(4) 2007 for a non-related issue. Evaluation of the device observed minor nicks and scratches on the hose. All width plates were worn. The 1" and 2" width plates were nicked along the leading edge and the 2" and 3" width plates ere galled along the slots on the back surface. The leading edge of the head was nicked and the thickness control lever was observed to be loose. Additionally, the reciprocating arm was worn. Prior to repair, the device was outside calibration specifications at the zero thickness settings. The cause is likely the user not maintaining the device per preventative maintenance and improper handling. The device was serviced and returned to the customer.